Event description:
It was learned the patient's multifocal lens was removed and replaced with a monofocal lens on (B)(6) 2011. Reason stated was the patient had a monofocal lens in the opposing eye and was having visual difficulties due to the different model lenses implanted. Patient is doing fine after the lens exchange. Not a product complaint.

Manufacturer narrative:
Completed by the manufacturer. The lens was received in a condition that precluded analysis, lens optic cut in pieces to remove from the patient's eye. Prior to release the lens met all manufacturing specifications. The account confirmed this was not a product complaint. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.